Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer changed the cartridge to resolve the issue. In addition, the customer experienced a low blood glucose level. Customer declined to troubleshoot with tandem technical support.